Event description:
It was reported that the patient underwent a revision procedure due to the device malfunctioning resulting from a small hole in the reservoir tubing causing fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. During the time of revision the hole was identified. The patient recovered following the procedure.